Event description:
It was reported that the user mis-announced a meal size due to difficulty seeing the ilet screen, which led to hypoglycemia with a lowest blood glucose of about 50 mg/dl and an out-of-range duration of about 30 minutes; the device provided a low glucose alert. Symptoms included hypoglycemia accompanied by sweating and shakiness. Outcomes included self-treatment with oral glucose without outside assistance or medical intervention. Investigation included troubleshooting and user education regarding correct meal announcement and screen visibility. Investigation of this case revealed user error related to incorrect meal size selection associated with screen visibility limitations, with the device alerting as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal entry.